Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose (bg) level ranged between 65 mg/dl and 73 mg/dl; however, the cause of the low bg was due to not eating. Customer stated the low bg level was not related to malfunction. Reportedly, the customer had manual injections as alternate insulin therapy.